Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose up to 300 mg/dl for a few hours while using the ilet system, with no alerts or alarms and no backup therapy or ketone testing used. Symptoms included patient-reported hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for assistance and no professional medical intervention or hospitalization. Investigation included troubleshooting and education focused on proper meal announcement use and avoiding using meal announcements as correction. Investigation of this case revealed that the user was frequently announcing meals, including repeated announcements within short intervals, which impeded the ilet¿s ability to adapt dosing as intended. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal announcement behavior and use of meal announcements for correction.